Event description:
The customer reported that the system would not allow scanning. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep installed a new hard drive. The system operates as intended.